Event description:
It was reported that the neutraclear and primary tubing were "stuck". Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
Additional information provided in b.5, & d.4.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient was a infant.

Event description:
It was reported that the neutraclear and primary tubing was "stuck".